Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received at the novatecnica. The magnum driver was visually inspected and was found to be in normal condition. Rear body is worn out. The device was functionally tested and passed all the tests during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device fire by itself issue and the investigation is determined to be confirmed for the identified rear body worn out issue. The root cause for reported device fire by itself issue cannot be determined as the problem could not be reproduced. The root cause for identified rear body worn out issue could not be determined based on the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. D4 (unique identifier (UDI) #), e1, g2, g3, h6 (device, component, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient underwent a prostate biopsy using magnum device. And prior to the procedure the magnum device sometimes does not lock in priming position, and fire by itself. There is no patient involvement. Additional information received, the device was jamming during the priming process.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient underwent a prostate biopsy using magnum device. And prior to the procedure the magnum device sometimes does not lock in priming position, and fire by itself. There is no patient involvement. Additional information received, the device was jamming during the priming process.